Manufacturer narrative:
This was a 8 year old unit that was returned and the 5 year maintenance was performed. It met all specifications after the maintenace was completed.

Event description:
Low tidal volume.